Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the power supply (psu) failure was due to physical damage. The psu was replaced to address the issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device power supply unit (psu) was faulty. There was no patient injury reported as a result of this incident.